Event description:
A wilson-cook memory soft wire basket was used during an ercp common bile duct stone extraction procedure. Removal of the captured stone was unsuccessful. An attempt was made to crush the 1 1/2 to 2cm stone using a soehendra mechanical lithotritpor. During lithotripsy the basket wires broke near the basket handle assembly. Numerous attempts to recapture the basket wires were unsuccessful. The patient was sent to surgery for removal of the basket and numerous stones. Post surgery the patient's condition was reported to be good.

Event description:
Because the device ws not returned to wilson-cook, a full evaluation was unable to be performed. Company was unable to conclusively determine a cause for this reported occurrence because a full evaluation was unable to be performed. After a review of the device history record for this device, company can report that no discrepancies or anomalies were observed. Company was unable to conduct a sample test from this lot because the devices were previously distributed.